Manufacturer narrative:
It was reported that hip revision surgery was performed on bilateral patient. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. As no device batch numbers were provided for investigation, a manufacturing record review, IFU review and risk management review could not be performed. If more information is received, this investigation will be reopened. The clinical information provided, of the elevated metal ion levels and metallosis/adverse reaction to metal debris (armd), may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation and it cannot be concluded related to a failure of the device. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that, after a left-sided bhr surgery had been performed, the patient started experiencing pain, limited mobility, metallosis, and elevated metal ion levels. The adverse event was addressed by performing a medically-indicated revision surgery to exchange the implants. The patient outcome is unknown.